Event description:
It was reported that during a ureteroscopy procedure, the cone coil broke. A stone cone coil had been advanced to sweep unspecified stone fragments into the pt's ureter. After "multiple" successful attempts in sweeping stone fragments into the ureter, the device partially "snapped" but did not break in two. An unspecified type of laser has been used in the procedure, but in the physician's opinion, the laser did not come into contact with the stone cone coil. The stone cone coil was removed with no pieces left inside the pt. The procedure was completed with another device. There were no pt complications reported with the pt's current condition listed as "stable".